Event description:
The patient was unable to adjust her implantable neurostimulator (ins) with her patient programmer. A power on reset (por) was believed to have occurred because she could not adjust the stimulation up or down; the device was confirmed to be on. The patient was encouraged to contact her healthcare professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.